Manufacturer narrative:
Device evaluation: based on the device analysis, the final assessment is: a striate opening on radius assessed, as surgical damage. A crack opening on diaphragm valve assessed, as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.